Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported thatthe patient was pre-operatively diagnosed with recurrent spinal stenosis, retained hardware, rule out pseudoarthrosis and underwent the following procedures: segmental pedicle screw instrumentation l5-s1. Revision left hemilaminotomy, medial facetectomy, and foraminotomy l5-s1. Posterior lumbar interbody fusion l5-s1. Application of synthes threaded pre-machined titanium cage l5-s1. Posterolateral fusion l5-s1. Revision of scar tissue. Hardware removal l4, l5 and l5-s1. Sub-dural injection of morphine l5-s1. As per op-notes,¿ the hardware was identified. It was removed. The fusion mass was found to be a pseudoarthrosis at l5-s1 bilaterally. The operating microscope was draped and brought to the field. Anterior localization was performed to ensure correct level. The remainder of the procedure was performed under microscopic visualization. A large amount of scar tissue was tediously removed from the remaining lamina, and a revision hemilaminotomy and medial facetectomy and foraminotomy was carried out at the l5-s1 level. The disc space was identified. An annulotomy was made and loose disc material as well as previously applied bone which is not fused was removed as well. The synthes tpla instruments were utilized to decorticate the cartilaginous endplates, and a 9mm sizer was introduced. The pedicle entry sites were re-tapped at l5-s1 bilaterally and fitted with synthes 8mm titanium pedicle screws, 50mm screws at l5 bilaterally, and a 45mm screws in s1 bilaterally. Repeat x-rays revealed excellent position and alignment of hardware. A synthes 9mm threaded cage was packed with the patient¿s own bone which is run through a bone mill, mixed with rhbmp2/acs as well as bank bone and tapped into position.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.